Event description:
The clinic is concerned about the signs of electrode fatigue with the patient's device. Currently there is hi status on 5 electrode channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.